Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complainant, during the preparation, the device would not bow. A second device was used and the procedure was successful. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was noted as "no harm".

Manufacturer narrative:
A visual evaluation found that the cutting wire was not capable of deflecting past 90 degrees when the handle was activated, confirming the customer complaint of the device would not bow. It appears that the tension was not properly set on the cutting wire during manufacturing, thus causing it to be too long. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.